Event description:
It was reported the patient had refractory urge incontinence since she started back on diuretic medication for increased bilateral lower extremity swelling. Urine culture showed greater than or equal to 50,000 colonies/ml of proteus mirabilis. Bactrim was administered twice a day for seven days for the urinary tract infection. The event was considered resolved without sequelae.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va098v7, implanted: 2013 (B)(6); product type lead. (B)(4).